Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 227 mg/dl and the sensor glucose was 64 mg/dl at the time of the incident. The customer reported suspend on low limit in sensor settings. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected one random opened and used sensor. We performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.